Manufacturer narrative:
The MFR did not receive devices, x-rays for review. The cause for this specific clinical event cannot be ascertained from the info provided, but as soon as we receive the device for evaluation an update will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2012, the glenoid fractured during implantation of glenoid components. Final impaction of the glenosphere was done with obvious delicate blows to avoid further damage to the reconstructed glenoid. On (B)(6) 2013 the as inverse humeral cup, off center and the as inverse humeral pe-inlay 36-3 components were replaced following disassociation of the glenosphere taper. The surgeon noticed clear damage to polyethylene part/ component due to disassociation fo the glenosphere.